Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously elevated vitamin b12 result for one (1) patient that did not match prior and subsequent vitamin b12 testing performed for the patient, generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory. The patient sample results obtained both before and after the date of the event had tested below the normal reference range and were not questioned by the customer. The results provided by the customer are shown. Any affects to the patient or changes in patient treatment could not be confirmed by the customer and are unknown to date.

Manufacturer narrative:
The patient samples were collected in bd serum sample tubes and centrifuged for 6 minutes at 3000 rpm. Per the customer complaint record, qc was not performing within the customer's established limits at the time of the event; the customer had observed erratic high flyers for all levels of qc >1500pg/ml. Recent system check data has not been supplied to date; a review of system check summary charts appears to indicate system checks were passing within instrument specifications at the time of the event. A bec field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse checked instrument alignments and cleaned the sample wash tower upon arrival at the customer site. The fse inspected the instrument and discovered a pipettor tip was clogged and flow was restricted. The fse performed a system check and high sensitivity system check, both passing within instrument specifications. The fse also performed qc within the customer's established limits to verify hardware operation prior to returning the device to the customer. Although hardware repairs were completed by the fse at the time of service, a definitive root cause for this event has not been determined to date.